Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device bag was used to extricate the gallbladder from the abdomen, it broke at the tip and there were pieces of the gallbladder that remained inside the abdominal cavity. The abdomen had to be re-insufflated in order to retrieve the remaining pieces of the gallbladder. All remaining pieces of the gallbladder were removed and the procedure was completed without complication. There was no harm to the patient.